Event description:
It was reported that during an implant procedure, the leadless pacemaker was difficult to release from the delivery catheter after fixation. After multiple attempts it was released from the catheter, however immediately after, the device's helix dislodged and became trapped with the helix wedged under the tricuspid valve. Due to the complicated position where the device was trapped, it was left in place, and the implant procedure was aborted. There were no adverse symptoms and the patient was recovering.